Manufacturer narrative:
Three (3) used samples, list #011-mc100, microclave¿ were returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned. The 3 samples were primed and tested as per procedure and no flow restriction, occlusion or anomalies were observed. Complaint of no flow / can't prime / difficult to prime cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a microclave¿ clear connector where the customer reported that the qualified nurse, nds intensive care had to replace the connectors 3 times as none of them were continuous. As a result, nacl 0.9% could not be administered, and blood could not be aspirated. The customer stated that the product repeatedly disconnects and possibly not working cleanly (nosocomial infection). The customer further stated that the connectors were successively connected to a lumen of the patient's central venous catheter (cvc) in an attempt to draw blood or administer nacl. If the procedure was unsuccessful, the respective connector was set aside and the next one was connected to the cvc. The product is stored in the department in closed cabinets, protected from light and dry, at room temperature. Nothing was found (no holes, cuts, cracks or other defects), externally everything is in perfect condition! There was patient involvement, however, harm was not reported as a consequence of this event. There were 3 occurrences.